Event description:
It was reported that the pace/sense impedance readings for both the right ventricular (rv) and left ventricular (lv) leads had shown a significant decrease since implant but were within the normal range. It was also reported that the capture threshold for the rv lead has increased to levels outside of the normal range. During a routine device replacement procedure the pace/sense portion of the rv lead was capped and the existing rv pacing lead was used for pacing the right ventricle. The lv lead remains in use with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52 implantable pacing lead 2008-(B)(6), 407645 implantable pacing lead 2008-(B)(6), 419688 implantable pacing lead 2010-(B)(6). (B)(4).